Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947 implantable tachy lead (B)(6) 2009, 4196 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead threshold had climbed into a high range over the life of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.